Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high pacing impedance and high sensing threshold were noted on the right ventricular (rv) lead. Technical support was contacted and oversensing due to noise was also observed on the rv lead. However, in a separate in-clinic follow up, the device was re-interrogated and revealed all electrical measurements were within normal limits. No intervention has been performed at this time. The patient was stable and will continue to be monitored.